Event description:
It was reported that during implant, the atrial lead exhibited high impedance at multiple sites. The lead was not used and a new lead was implanted. The patient was in good condition after the procedure.

Manufacturer narrative:
.